Event description:
It was reported that during an unknown procedure when the surgeon connected the shear to the equipment, it showed an instrument error. In addition to this, the tissue pad detached from the blade inside the patient, but surgeon could retire without problem. They used a like device to complete the procedure.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.